Event description:
A user facility reported to olympus that error "e102" occurred. The intended procedure was completed using the same device after restarting the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e102 phenomenon may have occurred due to the poor performance of the filter tarlet, but this did not lead to the identification of the factors. Continuous operation test and activation test were performed using the reference otv-s190 of facility, but the generation of the phenomena could not be confirmed. No abnormal appearance of lamp was identified. No anomalies were found in the light intensity of lamp. As the instruction manual describes, if the amount of heat compound was insufficient, lighting failure of the lamp may occur. It is recommended to increase the amount of heat compound. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿code: e102 a84. Error messaging: clv lamp stand-out check lamp check. Cause: the light source device is defective. Corrective action: switch off the light source device immediately and check the light lamp according to the "instruction manual" for the light source unit. If the illumination lamp is normal, immediately turn off the light source device, unplug the light source device from the medical outlet, disconnect the power cord from the power inlet of the light source device, and contact olympus.¿ olympus will continue to monitor field performance for this device.